Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fractured distal tip. Device was sent for fracture analysis which found plastic deformation at the hexlobes and torsional shear marking following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload. A supplemental hardness test showed device was within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the screwdriver tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver broke off during two different normal spine surgeries. Two screwdrivers broke off during one surgery and one during another surgery and one tip damaged, but did not broke off. The bone was not particularly hard.